Event description:
Dr stated biopsy forceps felt difficult to advance down biopsy channel. Handle closed, tried to pull out to then retry and could not get out of biopsy port. Several attempts before able to pull out of scope.